Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: vessel locator button would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. The device was removed from the pt anatomy. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.